Manufacturer narrative:
Updated part and lot number.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to experiencing elevated metal ions due to corrosion and subsequent pain.